Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was 119 mg/dl. The customer would continue to use the pump for insulin therapy.